Event description:
Customer reported having a scratch on the screen of the insulin pump. Customer stated that the scratches made the screen difficult to read. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip, missing end cap sticker, and a cracked display window. The insulin pump communicated properly due to the transmitter and glucose sensor simulator. No lost sensor alarm was noted.